Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was not activated previously. A functional evaluation revealed the wand was able to generate plasma on all three settings. During testing there was an observed temperature warning. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include: 1)the wire broken inside the wand cable, 2) the wire is damaged between the transition of the handle and the shaft. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee scope procedure, the wand was overheating very quickly. Backup devices were available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.